Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The suspected device was evaluated and the reported event was not confirmed. The software version on the subject device was version 2.11-a. The customer's footswitch and accessories were not returned for evaluated. The customer's device settings when powered on was: cut 1 /120w, and forcecoag2/60w. Visual inspection as received condition found multiple light scratches on top cover, and the volume knob was missing, but functional. The monopolar, neutral electrode, bipolar, and footswitch connectors appeared to be in good condition. The internal components and wirings are intact. The generator was then checked with our test equipment (metron electrosurgery analyzer and oscilloscope). The device passed all current/power consumption/ output waveform, high frequency leakage currents, and output power inspection. The contact quality monitor, bipolar and, monopolar connectors are functioning properly. The device also communicated with our test afu-100 without a problem. The generator esg-100 did respond to the footswitch during cut or coag activation without an issue. The device passed leakage current and power output inspection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00442.

Event description:
The customer reported to olympus, during an ercp, the surgeon was going to cut the papilla, he stepped on the yellow footswitch and there was no response. The gi technician went to the back of the device and ensured all cabling was terminated correctly. She noticed a cable was loose and she tightened it. The gi technician advised the doctor stepped on the pedal again and the device filleted open the papilla, more than the surgeon had originally intended. The customer reported the patient will more than likely have pancreatitis per the physician.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the foot switch not correctly connected by the user. Olympus will continue to monitor field performance for this device.

Event description:
Additional information from the customer received. The facility reported they were able to continue with the procedure and the extended cut did not require intervention. The subject device was inspected prior to use and no issues identified. The intended procedure was successfully completed with the same device. No procedure delays occurred.